Event description:
During an unknown procedure, the device showed error code # 5 after 20 minutes of use. The use of the torque wrench was not successful. It was not noted how the case was completed however, there was no patient consequence.